Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1923bc, suture anchor, biocomposite pushlock® 2.9 x 15.5 mm, the anchor broke during insertion. This was detected during use in an anterior talofibular ligament repair surgery on (B)(6) 2025. No fragments were left in the patient's body. The patient's bone quality was normal. The procedure was completed successfully by using another new ar-1923bc. There was no patient harm and no secondary procedure performed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the 3.00mm bio-suturetak of the suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwi re® and #2 tigerwire® had broken off. Functional testing was not performed due to the damage to the device. Per dfu-0054-eo - e warning -7 avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.